Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. The 12mm x 3.50mm nc quantum apex balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The balloon was retracted back into the unspecified guide catheter and was completely removed from the patient. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box and product pouch. The batch number on the returned packaging and device matched the reported batch number. There was blood in the guidewire lumen. The balloon was tightly folded. The hypotube was fractured 84cm from the strain relief. The hypotube fracture surfaces were oval, which suggests the device was kinked prior to separation. There were multiple kinks throughout the hypotube and shaft. The shaft and balloon were microscopically examined and did not reveal any tears or damage. An inflation device filled with water was connected to the remaining distal end of the device by attaching a tuohy and a stopcock to the fractured hypotube. The device was inflated to its rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. The 12mm x 3.50mm nc quantum apex¿ balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The balloon was retracted back into the unspecified guide catheter and was completely removed from the patient. The procedure was completed with a different device.